Manufacturer narrative:
The technician found the brake casters were worn. He replaced the brake casters to repair the bed.

Event description:
Information received indicates the brake casters are not holding.